Event description:
While performing a case, the driver tip broke off and lodged in the screw head. The surgeon was able to remove the screw and replace it with another using an older screwdriver (non quick connect) on hand. Contact reported no adverse injury, but the malfunction did result in a delay in excess of 30-min. Complaint report attached.

Manufacturer narrative:
Driver was mfg to prior revision in 09/2004. The distal tip is broken off. The age and condition of the device indicates that it has seen much use over time. Breakage was likely due to wear over time and the application of atypical force.